Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient developed a skin reaction with itching, burning, drainage and pustules under entire patch area. The patient went to the emergency room and they prescribed an oral antibiotic (sulfamethoxazole). The patient recovered after the treatment. At the time of the report, the patient was doing fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).